Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Subsequently, the customer's blood glucose (bg) level was 648 mg/dl. The customer delivered a bolus to address the bg. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged 12/4/2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.